Manufacturer narrative:
Additional information provided. A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. Fdm, fdr, fdc codes apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the inaccuracy measured between 3-10mm. The suspected cause was that there was a mistake in verifying the merge between the CT, t1, and t2 exam.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products product ID: 9735737, version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that the site claimed they were inaccurate on the t2 exam but were accurate on the t1. The site registered and merged with a CT to proceed. The site did not mention any issues merging the t2 exam. The alleged inaccuracy caused a 5 minute delay. There was no impact to patient outcome.